Manufacturer narrative:
The device is not available for evaluation, it has been discarded. Sterilization and lot history records were received and no exceptions were found. This report is related to the event reported on MDR 1920664-2014-00144 and 00157.

Event description:
A report was received from a user facility in (B)(6) stating: "defective cutter. Blocked (not cutting). No pt injury. No product being returned."